Manufacturer narrative:
(B)(4). Batch # r58f1d. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested but not received: can you please forward the following questions on to the appropriate personnel? What was the appearance of the staples? (B-formation, irregular, legs straight)? Were one or more staple lines not complete? Was a laparotomy required to address the issue? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a bariatric videolaparoscopy gastroplasty procedure, there was a failure in the stapler, causing extrusion of stomach layers, leaving some open staples in the abdominal cavity, requiring manual suture. Patient consequences were not reported.